Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. The 2.5x12 mm trek balloon catheter was advanced to the lesion and the balloon was inflated to 6 atmospheres (atm). An attempt was made to deflate the balloon; however, it would not deflate. Pressure was increased to 10-12 atm and negative pulled; however, with no result. An attempt was made to deflate the balloon using a syringe; however, the balloon did not deflate. The devices were removed from the patient as a unit, with the balloon still inflated, without any adverse patient effects. There was no resistance felt during advancement or retraction from the anatomy. Additionally, there were no issues reported during preparation of the device in the anatomy. The procedure continued on successfully with the placement of a stent. The patient is fine. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was not tested/confirmed due to the damaged condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that trek rx instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.